Event description:
Treatment of an unruptured aneurysm located in the p-com (posterior communicating artery). The aneurysm was previously coiled. On (B)(6) 2014, the patient underwent pipeline embolization treatment. The procedure was uneventful. Post procedure, the patient had a choroidal artery distribution stroke and became paralyzed in the left arm. No further information was available

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as the pipeline was implanted in the patient and the pushwire was discarded; therefore, the event cause could not be determined. (B)(4).